Event description:
On (B)(6) 2012, pt reported her blood glucose has been elevated near 200 mg/dl since she received a replacement infusion device a month ago. Her target blood glucose is 80-150 mg/dl. Her blood glucose was 238 mg/dl on the morning of the report, and she delivered 7 units of insulin as a correction and meal bolus. Her blood glucose decreased to 170 mg/dl and then elevated to 210 mg/dl shortly after (times were not provided). Pt reported her insulin might have sat outside, and this was the same insulin she's used for the past month. She reported she would order more insulin and call with further concerns. F/u was completed with pt on (B)(6) 2012. She reported her blood glucose was still elevated in the mornings but normal throughout the day. She was placed on an antibiotic about 5 days prior to f/u in case she had an infection. She was able to lower her blood glucose by bolusing after she started the antibiotic. Pt reported she did not believe the infusion device was the cause of hyperglycemia. F/u was completed with pt again on (B)(6) 2012, and she reported the infection was not diabetes related. Pt called again on (B)(6) 2012, and requested to start her backup infusion device for purpose of troubleshooting. Her blood glucose was still elevated, and she no longer believed she had an infection. She increased her basal rates, but this did not resolve the issue. F/u was completed with pt on (B)(6) 2012, and she reported her blood glucose returned to normal after she started the backup infusion device. The infusion device, cartridge, adapter, and infusion set were requested for eval.